Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with a complete seal. Direct oral anticoagulant was administered after the implant. However, the medication regimen changed to dual antiplatelet therapy after the 45 day transesophageal echocardiography (tee) was performed. On (B)(6) 2020, the patient presented for their 6-month (tee) follow up which revealed a device related thrombus around the screw of the device.